Event description:
The customer reported on (B)(6) 2013 his blood glucose was reading high all day and his history is as follows: bg results: 469 mg/dl, bolus (u): manual injection (dosage was not provided). Bg results: 306 mg/dl, bg results: 266 mg/dl, bg results: 239 mg/dl, bg results: 293 mg/dl, bg results: 312 mg/dl, bg results: 294 mg/dl. There were no exact times or carbohydrate count provided. The pod was removed and he noticed the needle sticking out in the cannula and that it had never retracted back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction (needle never retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and reviewed and the product lot met all acceptance criteria.